Event description:
Dealer states they replace new tram box, when they tried to tilt the tram box popped then had smoke coming from it, the tilt actuator is shorted. Dealer was on the phone with tech. When it happened.